Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the clogged nozzle could not be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the foreign material cannot be removed even if the correct reprocessing process was performed due to the buckling of each channel or nozzle, the gap on the insertion section or the boot. Due to clogging of nozzle, water supply volume does not meet the standard value. Additional findings were as follows: due to a scratch on objective lens, flare occurs, the adhesive on bending section cover had a crack, due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, bending angle in up/down/right/left direction does not meet the standard value. It most likely that the reported event was due wear and tear damage with mishandling and with increasing use/time. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the lens has a defect on the evis eus ultrasound gastrointestinal videoscope. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the foreign material cannot be removed even if the correct reprocessing process was performed due to the buckling of each channel or nozzle, the gap on the insertion section or the boot. There were no reports of patient harm or impact associated with the reported event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.